Event description:
A report was received that following a lead revision procedure, the patient's external device was not able to communicate with the ipg. After troubleshooting, it was determined that the patient's ipg was unable to take and keep a charge. The physician has recommended that the ipg be replaced.